Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. (B)(4).

Event description:
Information received by medtronic indicated that red light blinked on the pump and customer was in the pool. The customer stated that battery cap was not damaged or corroded. No harm requiring medical intervention was reported. The device was returned for the analysis.